Event description:
Twenty one days after a successful filter implant, the pt went to the operating room for planned surgery for resecton of cancer. It was incidentally noted that one of the legs of the recovery filter was penetrating the ivc. It was reported that the surgeon clipped one of the legs of the filter. The filter remains implanted, functioning as intended.